Event description:
On february 23, 2012, the lay-user/patient contacted lifescan from (B)(6) alleging that a one touch verio iq meter displayed a battery indicator message. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement meter was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter displayed a battery indicator message. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. PMA: 510 (k) # is k110637.

Manufacturer narrative:
(B)(4). Device evaluation: the usb and ac adapter involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the usb cable and adapter were tested with the reference meter and no issues were found with on either the cable or adapter. Lifescan (lfs) has requested the return of the meter for evaluation. If the meter is returned lfs will evaluate it and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.